Manufacturer narrative:
(B)(4).

Event description:
The companion external battery was not supporting a patient. The customer reported that the companion external battery would not charge. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion external battery was not supporting a patient. In addition, it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has a redundant, alternate power source of external wall power. The companion external battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The companion external battery was returned to syncardia for evaluation. The companion external battery in "as received" condition confirmed the presence of a fault condition that disabled the battery's ability to accept a charge and supply output power. The external battery was taken out of service. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The companion external battery was not supporting a patient. The customer reported that the companion external battery would not charge.